Manufacturer narrative:
The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approximately 34cm distal to the is-1 connector pin. In this region the insulation and the coating of the conductor cables to the ring electrode were damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 15 months after the implantation, ventricular oversensing was reported.